Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe 0.3ml 30ga 8mm 7bag 420cas jp it was hard to draw the insulin. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the plunger was too hard to draw the insulin. When the customer drew with forth, air bubbles were confirmed in the barrel.

Manufacturer narrative:
Customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the plunger was too hard to draw the insulin and when the customer drew with forth, air bubbles were confirmed in the barrel. The returned syringe was tested and the sample was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula, which could cause the plunger to be difficult to move. Unable to perform DHR check for plunger rod difficult to move and air bubbles due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog and difficult to move plunger). Possible root cause: this was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. The adhesive nozzle or flow is not set right.

Event description:
It was reported that during use of the syringe 0.3ml 30ga 8mm 7bag 420cas jp it was hard to draw the insulin. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the plunger was too hard to draw the insulin. When the customer drew with forth, air bubbles were confirmed in the barrel.